Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From the preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's sample was collected on (B)(6) 2021 at 10:18am. The result for this test was released on (B)(6) 2021 at 8:10pm. The patient's sample resulted in a viral CT value of 37.0 after a repeat test, which puts the patient's result under the positive range. No corrections were made to the test report upon release to the patient. In addition to the patients' positive result, it was found in metabase that the patient took two additional curative qpcr tests on (B)(6) 2021 - both of which resulted in a negative. Per the clinical lab's investigation, the patient's sample was resulted correctly and any contamination to the patient sample was ruled out. The patient sample's was located on plate-htx004879 at position b12. The plate was extracted by a cla (clinical laboratory assistant) at 6:32am by tecan rna extraction method using tecan 8, filter plate lot#fg3808, tcep lot # mkcn3099, tcep ethanol lot # shbm9917, wash buffer lot# 200708, and elution buffer lot# 200208. The patient's sample initially resulted in a viral CT value of 39.5, which falls under the repeat range. The patient's sample was then sent for repeat testing. The repeat sample was located on plate-rhtx00699 a position a4. Manual extraction method was performed by a cla at 4:21pm using centrifuge serial number (B)(4), filter plate lot# 600019, tcep lot# mkcn3099, tcep ethanol wash lot# shbm9917, wash buffer lot # 200708, and elution buffer lot# 200208. Sample was resulted with viral CT value of 37.0, which falls under the positive range. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. On june 16th, 2021, a customer success employee contacted the patient and apologized for any inconvenience the suspected false positive may have caused. In conclusion, curative cannot confirm the patient's claim of false positive. The results of the investigation showed that protocol was followed and patients' results were resulted correctly.

Event description:
Patient contacted customer success on (B)(6) 2021. Patient contacted customer success to report a false positive. Patient received a positive result on june 13, 2021. Patient retested with curative again on june 14, 2021 and june 15, 2021 as well as with other companies. Patient claims that they have received five pcr tests that have been negative. And they had also done and antibody test as well.